Event description:
It was reported that representative(rep) reported the patient let their implanted neurostimulators over discharge(given model number tss understood ins was simply depleted) and now, the patient was having a hard time charging their implanted neurostimulator. Patient(pt) said they had contacted patient and technical services(pats), but pats was not helpful. Healthcare provider (hcp) had contacted rep. And said they would get an x-ray to check the lead. Technical services discussed recovery mode and open loop vs closed loop charging. Caller reiterated issue of difficulty recharging and issues with pain relief. Caller stated that they'll be meeting with patient on (B)(6) 2026 and requested replacement recharger be sent to the patient to try before the appointment. Caller stated patient is only able to recharge intermittently, it's not charging ins to full and they've already tried a different belt size in attempts to resolve the issue. Caller stated that the recharger is "stopping" in the middle of the session. Caller brought patient representative on the line and they noted that they haven't seen any error messages with charging, it just stops recharging the ins at about 60%. Patient rep also noted that it takes "hours" to get to 100% and then less than an hour later, it will show the ins needs to be charged again. Tss recommended that when replacement recharger is received, if any error messages appear or recharger stops recharging the implantable neurostimulator (ins) to document message and time/date of when it occurred. Tss reviewed with rep that replacement recharger may not resolve the issue and that difficulty may be related to recharging practices or ins depleting and requiring open loop charging which can be confusing to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.